Manufacturer narrative:
Findings: pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. However, pump received with intermittent all button response. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the dated of (B)(6) due to pump received without battery installed.

Event description:
It was reported that the customer passed away in hospice care. The cause of death was cancer. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by more than 2 days prior to passing due to the customer's changed diet. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. The pump passed some functional testing however, the pump was received with intermittent all button response.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.